Manufacturer narrative:
H4: device manufacture date, corrected to mar 25, 1996. Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for visx star excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported stage 3-4 diffuse lamellar keratitis (dlk) and some degree of visual loss on both eyes (ou). A flap lift and rinse on the right eye od was performed on (B)(6) 2021. Topical and oral steroids were prescribed. Dlk was resolved on (B)(6) 2021. Pre op - manifest refraction, od: -5.00 + 0.50 x 105, os: -5.50 + 0.25 x 60. Cyclogenic refraction, od: -4.75 + 0.50 x 105 20/20, os: -5.25 + 0.50 x 60 20/20. Post op refraction, od: 20/50, os: 20/30.